Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that smart remote manager was failed required maintainences. A field service engineer removed the refrigerator and inspected the pyxibus cable to ensure it was secure. Everything was in order, and there were no problems with the station. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system smart remote manager lock was unable to unlock. A customer indicated that the user was unable to provide medication, resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.